Manufacturer narrative:
During testing the device powered up on ac power; however would not power up using dc power. Further testing found leakage from the disposable batteries in the battery compartment and on the middle printed circuit board. The probable cause of the customer reported no dc power was due to corrosion on the printed circuit board due to leakage from the disposable batteries. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The device was returned to the service center with a report from the customer contact that during preventative maintenance testing at the user facility, the device would not power up on ac or dc power. No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center, battery leakage was noted in the battery compartment of the device.